Event description:
Reporter indicated that following software upgrade hand-held screen would "get hung up". Troubleshooting resolved issue.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a serious injury or death.